Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as a large welt and knot on the arm, skin irritation, itching, swelling approximately the size of half a piece of bubble gum, and a blood buildup sensation. The irritation began approximately 10 days after sensor application and required a physician visit. The customer was prescribed antibiotics for treatment. There was no report of death or permanent impairment associated with this event.